Manufacturer narrative:
Date sent to FDA: 5/11/2020. H6 patients code: 3189-surgical intervention. Additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2018. It was reported that the patient experienced hernia.

Manufacturer narrative:
Date sent to FDA: 5/12/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 3/9/2020. Corrected information: g4.

Manufacturer narrative:
Date sent to FDA: 3/04/2020. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event.